Event description:
A customer contacted baxter's technical service center regarding an alarm on the home choice (hc). During troubleshooting the technical services representative (tsr) instructed the home patient (hp) to end therapy and start over with new supplies. The hp stated the display read connect yourself, so she assumed the hc was primed. The tsr pointed out that it also says check patient line when it says to connect yourself. The hp started over with new supplies and resumed therapy. There was patient involvement and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line during a check patient line alarm was not confirmed and the cause was undetermined; however, the patient had reported to have begun therapy without priming the line. A batch review was performed for lot (h11d25121) with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted